Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Moisture damage found on the lcd board. Insulin pump had cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump had a blank display. The insulin pump alarmed calibration error. The insulin pump did not power on. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.